Event description:
The facility reported a flo-gard infusion pump with a malfunction of "evaluacion" (evaluation), which was an undetermined failure. The event was reported to have occurred upon power up in the pediatric care area. This condition had the potential to interrupt delivery. The contact did not know if a patient was involved. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "evaluation" was not confirmed or duplicated by baxter service personnel. Further evaluation by quality engineering has reviewed the service evaluation and determined that a leaking main battery confirms the customer reported condition. The root cause of this condition was determined to be a defective main battery. The main battery and battery harness were replaced to correct this condition. Additional information: a device history review could not be performed, as the manufacturing facility is unknown for this device. The serial number does not correspond to the facility that performs this review. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.